Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. No products were returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Devices are used for treatment. Radiographs were provided and reviewed by a radiologist. The review identified the two views of the left knee demonstrate a medial compartment hemiarthroplasty without hardware failure or loosening. No bony fracture. Overall fit and alignment of the implant is appropriate. Normal bone quality. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a uni knee surgery, and approximately six years later, a revision surgery was performed due to pain and stiffness. The patient experienced ongoing pain and a limited range of motion around 12 months post-op. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 medical devices: oxf uni tib tray sz c lm PMA; item# 154722; lott# 3836115. Oxf anat brg lt md size 4 PMA; item# 159548; lot# 3860787. G2 ¿ foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2023 - 00374. 3002806535 - 2023 - 00376. 3002806535 - 2023 - 00377. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.